Event description:
This case was reported by a consumer and described the occurrence of rectal bleeding in a female pt who received super wernet's (super wernet's denture adhesive powder) for loose dentures. A physician or other health care professional has not verified this report. Concurrent medical conditions included disc problem, heartburn, hypertension and occasional hemorrhoid. Concurrent medications included oxycodone hyprochloride (oxycontin), nifedipine and omeprazole (prilosec). In august 2006, the pt started super wernet's (dental) daily. The pt reported that super wernet's was seeping out of her dentures and subsequently, some product was being swallowed. In november 2006, the pt experienced constipation and reported that she was in agony with the constipation. Three days later, the pt was straining to have a bowel movement and experienced bright red rectal bleeding. She described it as looking like "hemorrhoid blood" which she had experienced in the past. The pt contacted her physician and was advised to take a fleet enema. This case was assessed as medically serious by gsk. Treatment with super wernet's was discontinued. At the time of reporting, the events were unresolved.

Manufacturer narrative:
MFR's comment: the MFR report number for this case is 9681138-2006-00014. Super poligrip is manufactured in dungarvan ireland. The lot number for this product is available however the product is not available. No corrective actions have been required based on this report.